Event description:
Customer states that false negative results were obtained on a pt urine sample using the icon 25 hcg test. Follow-up serum hcg quantification was positive. There was no serious injury related to this event and no treatment was initiated or witheld based on the false negative result. Beckman coulter and the vendor (acon) could not duplicate the false low result. A false low hcg could be used to rule out pregnancy, and treatment or other diagnostic procedures could be based on the false negative result. If the pt were actually pregnant, some of these procedures, i.e. X-rays, could potentially contribute to a serious injury to the fetus.